Event description:
After use of the device for a cardiopulmonary bypass procedure, the centrifugal pump flow sensor displayed a "backflow" error message even though the circuit tubing was clamped. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.